Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergic rash/skin condition"), headache ("headaches"), cystitis ("bladder infection"), urinary tract infection ("uti"), alopecia ("hair loss") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal discharge, dermatitis allergic, headache, cystitis, urinary tract infection, alopecia, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, allergic rash, bladder infection, uti and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in august 2010 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pregnancy (date of birth: (B)(6) 1994, (B)(6) 1996, (B)(6) 2008-(premature birth)), elective abortion, lower abdominal pain and corpus luteum cyst. Previously administered products included for an unreported indication: percocet. Concurrent conditions included body mass index normal. Concomitant products included loratadine (claritin 10 mg), metronidazole and nystatin. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced keratosis pilaris ("allergic rash/skin condition: patches of bumps"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced cerebrovascular accident ("neurological conditions or problems type: stroke"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), bacterial infection ("bacterial infection") and gastric disorder ("stomach lining"). In 2014, the patient experienced headache ("headaches"), nausea ("nausea"), migraine ("migraines") and tooth disorder ("dental problems") and was found to have weight decreased ("weight loss"). In march 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced anaemia ("anemia"). In 2016, the patient experienced alopecia ("hair loss") and fungal infection ("yeast infection"). In 2017, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain/left side of back pain"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection") and urinary tract infection ("uti") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with amoxicillin, antibiotics, clarithromycin, ibuprofen, iron, omeprazole and promethazine. Essure treatment was not changed. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal discharge, keratosis pilaris, headache, cystitis, urinary tract infection, alopecia, hormone level abnormal, nausea, vaginal haemorrhage, fungal infection, migraine, anaemia, tooth disorder, cerebrovascular accident, allergy to metals, fatigue, bacterial infection, gastric disorder and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anaemia, back pain, bacterial infection, cerebrovascular accident, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastric disorder, genital haemorrhage, headache, hormone level abnormal, keratosis pilaris, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, allergic rash, bladder infection, uti and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2010 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pregnancy (date of birth: (B)(6) 1994, (B)(6) 1996, (B)(6) 2008-(premature birth)), elective abortion, lower abdominal pain and corpus luteum cyst. Previously administered products included for an unreported indication: percocet. Concurrent conditions included body mass index normal. Concomitant products included loratadine (claritin 10 mg), metronidazole and nystatin. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced keratosis pilaris ("allergic rash/skin condition: patches of bumps"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced cerebrovascular accident ("neurological conditions or problems type: stroke"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), bacterial infection ("bacterial infection") and gastric disorder ("stomach lining"). In 2014, the patient experienced headache ("headaches"), nausea ("nausea"), migraine ("migraines") and tooth disorder ("dental problems") and was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced anaemia ("anemia"). In 2016, the patient experienced alopecia ("hair loss") and fungal infection ("yeast infection"). In 2017, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain/left side of back pain"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection") and urinary tract infection ("uti") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with amoxicillin, antibiotics, clarithromycin, ibuprofen, iron, omeprazole and promethazine. Essure treatment was not changed. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal discharge, keratosis pilaris, headache, cystitis, urinary tract infection, alopecia, hormone level abnormal, nausea, vaginal haemorrhage, fungal infection, migraine, anaemia, tooth disorder, cerebrovascular accident, allergy to metals, fatigue, bacterial infection, gastric disorder and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anaemia, back pain, bacterial infection, cerebrovascular accident, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastric disorder, genital haemorrhage, headache, hormone level abnormal, keratosis pilaris, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, allergic rash, bladder infection, uti and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs & mr received. New event pregnancy (stillbirth or miscarriage), abnormal bleeding (vaginal), yeast infection, migraines, anemia, dental problems, stroke, nickel allergy, fatigue, bacterial infection, stomach lining, weight loss was added. Updated events allergic rash/skin condition to patches of bumps. Treatment drugs, historical drugs, concomitant condition, concomitant drug, reporter, patient demographics was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergic rash/skin condition"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, dermatitis allergic, cystitis, urinary tract infection, vaginal discharge, alopecia, hormone level abnormal, headache and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, allergic rash, bladder infection, uti and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- breakage, general abnormal bleeding, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), allergic rash, bladder infection, uti, vaginal discharge, hair loss, hormonal changes, headaches, nausea and she did not underwent an essure confirmation test were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.